Event description:
I purchased an oral appliance for sleep apnea from american sleep union. When I used the appliance for the first time, the velcro that is glued to the appliance came off. I nearly choked on the piece that came off. I have tried to contact (B)(6), but their office always seems to be closed. I have left several messages with no response. I am questioning the safety of this product and feel it could potentially result in people choking on the parts of this device while they are sleeping.